Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported loss of capture was noted on the right ventricular lead during a follow-up in clinic visit. Programming changes were made, and patient was pacing one hundred percent. The physician decided to cap and replace the lead on (B)(6) 2019 during a routine generator replacement procedure. The patient was discharged.